Event description:
There was noise on the channels which resulted in multiple aborted shocks. This device was explanted and replaced because it is at eos indication.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 38 months and 322 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the available iegms showed, that this large amount of charging cycles was caused due to the detection of noise in the ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eos resulted from excessive charging due to the detection of noise in the ventricular channel. However, the ICD proved to be fully functional during analysis. Taking the large amount of 322 charging cycles into account, the battery status was anticipated. There was no indication of a material or manufacturing problem.